Manufacturer narrative:
As reported, fastener of capsure device not deploying, and resulted in loose fastener. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the first fastener of capsure fixation device got stuck at the edge of the shaft and not fixated successfully. It was reported that loose fastener was present and removed from the patient's body. It was reported that jam occurred while triggering or actuating the device and procedure was completed with non-bd device. There was no reported patient injury.